Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of ceramic sleeve dislodged to be related to the customer reported complaint. The permanent cautery hook instrument was found to have a dislodged ceramic sleeve at the distal end and the ceramic sleeve is still intact but slides up and down. No missing material was found and the root cause of the dislodged ceramic sleeve of the instrument is attributed to manufacturing. Additional finding not reported by the site: the permanent cautery hook instrument was found to have thermal damage on the yaw pulley. Visual inspection was conducted and no conductor wire damage was found. The electrical continuity test was passed and the root cause of this failure attributed to a device design. The instrument was found to have thermal damage on the proximal clevis and the root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the permanent cautery hook (470183-14/ n112011100117) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 7 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: the permanent cautery hook instrument had thermal damage to the monopolar yaw pulley with no evidence or claim of mishandling or misuse. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm permanent cautery hook instrument was not working and the instrument tip was coming off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.